Event description:
Ceramic alumina liner has fracture in the acetabular shell. The broken ceramic liner was removed and replaced with polyethylene liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a trident liner was reported. The event was confirmed. The ceramic insert had fractured, exposing the distal surfaces of the insert sleeve. The ceramic insert was returned in fragments comprising approximately 50% of the original insert. Four (4) large sized fragments, 15 medium sized fragments, and >50 small sized fragments were returned for analysis. The material analysis report concluded that damage to the rim of the insert sleeve was consistent with impingement from neck of the femoral stem and articulation against the femoral head. This evidence suggested that the ceramic insert was in a condition of edge loading, likely resulting in the fracture of the insert. The fracture surfaces were damaged by post-fracture edge chipping, preventing evaluation of any primary fracture surfaces or the fracture origin. No material or manufacturing defects were observed on any of the device features examined. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that the impingement of the stem with the sleeve of the trident alumina insert/ sleeve assembly corresponded to edge loading on the rim of the trident alumina insert, ultimately resulting in fracture of the alumina insert. No material or manufacturing defects were observed on the samples inspected. However, a root cause of the edge loading cannot be determined, further info such as operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further.

Event description:
Ceramic alumina liner has fracture in the acetabular shell. The broken ceramic liner was removed and replace with polyethylene liner.